Manufacturer narrative:
For 2 events, the investigation could not identify a product problem. The cause of the event could not be determined. For 3 events, the investigation determined the issue was resolved by the service actions. The follow up actions were: 1 event: the test was re-calibrated and controls were run again. 1 event: a field engineering specialist found that the amount of water being dispensed from the wash station used to rinse the cuvettes was insufficient. He adjusted the volume of the water being used for the rinsing. 1 event: the field service representative replaced the tubing. 1 event: the gripper mechanism was misadjusted, causing assay tips not to be picked up for reagent aspiration. The field service representative adjusted the gripper mechanism. Checks passed. Controls were run and passed. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. (B)(4).

Event description:
This report summarizes <noe>5</noe> malfunction events. Questionable low results were generated by the cobas e411 rack analyzer. The events involved a total of 5 patients with the following: 2 elecsys hcg + beta test system, 2 elecsys estradiol iii assay, 1 elecsys vitamin d assay. The known patients' ages ranged from 32-42 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were known to be 4 female patients. The other patient's gender was requested, but was not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.